Event description:
The complainant reported an event for a 20 fr magna port gastrostomy tube list, that was used with a patient with end stage multiple sclerosis, "paralyzed and on life support". It was reported that the skin disk had been loose from the first day the tube was placed (approximately 1 month prior to the event) causing leakage and irritation around the stoma site. The approximate age of the stoma tract was reported to be 11 years. The stoma site was treated with neosporin. This is considered a serious injury/serious illness. A product problem (loose skin disk) was reported to be associated with this complaint. The device has been returned for testing and investigation. The lab evaluation documented "a tan colored greasy substance was observed in all four holes on the skin disk". According to the technical analysis of the complaint, if excessive lubrication or wound medication was used by the caregiver and got between the skin disk and tube, the skin disk may be able to slide more freely. However, after sanitization, the skin disk fitment was appropriate. The complaint/product problem was not confirmed.

Manufacturer narrative:
Submission date of this report: 2006. The lab evaluation indicated that a tan colored greasy substance was observed in all four holes on the skin disk. According to the technical analysis of the complaint, if excessive lubrication or wound medication was used by the caregiver and got between the skin disk and tube, the skin disk may be able to slide more freely. After sanitization, the skin disk fitment was found to be appropriate. The complaint was not confirmed.